Event description:
During a prostate procedure, after 400 kilo joules, the fiber tip physically detached from the fiber. It was reported that when the physician was taking the fiber out from the patients body to inspect, the fiber cap fell off. It was indicated that glycine was used for a portion of the procedure and that it may have caused the fiber to degrade. It is unknown if the detached portion of the fiber was removed from the patient. The case was successfully completed with a second fiber without clinical consequences to the patient. A combined total of 423,654 joules and 1:01 minutes had been used.

Event description:
During a prostate procedure, after 400 kilo joules, the fiber tip physically detached from the fiber. It was reported that when the physician was taking the fiber out from the patients body to inspect, the fiber cap fell off. It was indicated that glycine was used for a portion of the procedure and that it may have caused the fiber to degrade. It is unknown if the detached portion of the fiber was removed from the patient. The case was successfully completed with a second fiber without clinical consequences to the patient. A combined total of 423,654 joules and 1:01 minutes had been used.

Manufacturer narrative:
Serial number added device available for evaluation updated device codes added h.3: device evaluated by manufacture updated evaluation codes added the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The distal part of the glass cap is detached and not returned. The glass cap exhibits severe devitrification at output window the metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 05:15 pm CT.the report number is being corrected from: 2937094-2018-60253to: 2937094-2018-60044